Manufacturer narrative:
A ge service rep performed an onsite investigation. A connection in the power supply was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system had stopped working and that images were not displayed. There is no report of pt injury.